Manufacturer narrative:
The customer did not provide the required intake information, such as the kit's lot number, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported conflicting results with the ID now covid-19 assay performed (B)(6) 2020. The customer reported a positive result with the ID now covid-19 assay performed (B)(6) 2020 at 1114. Repeat testing with the ID now covid -19 assay performed at 2100 generated negative results. Swab type, sample type, and use of viral transport media information were not provided. Information regarding additional/confirmation testing was not provided. Patient information, such as symptoms, treatment, and outcome, was not provided. Attempts to gain further information were not successful. Per the ID now covid-19 product insert, precautions include: due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. The product insert states negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Unexplained conflicting results shall be reported as it is unknown which result is correct.